Event description:
Pt was involved in a motor vehicle accident during 1984 and sustained multiple injuries, including an injury to the left hip. She subsequently developed avascular necrosis of the hip. She has undergone eight previous hip surgeries, including the most recent procedure of left total hip revision performed in 9/96. Pt reported no significant problems since her most recent surgery until the day she presented for evaluation after she felt pain when she "planted" her left foot. The pt was golfing and bent over to pick up a golf ball when she felt a pop and grind sensation of her hip. She was admitted to the hospital through the emergency room. The pt was taken to surgery for revision of the hip prosthesis. The ceramic head of femoral component was found to be broken and the prosthesis was dislocated. The total hip prosthesis was removed and replaced.